Event description:
Inappropriate tachycardia detection due to noise. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Information received that this lead is in use (detection changed to off). There are no plans for removal at this time. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.